Event description:
Two definity reactions: 1. [Date redacted] ---lot # 1366 ---immediately after echo [echocardiogram] was completed, patient had excruciating back pain and chest pain. Pain resolved after a few minutes. 2. [Date redacted] ----lot# 6372 ---approx 10-15 minutes after echo completed, patient had 10/10 pain in his upper hip area.